Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field service or clinical support. A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During a cataract procedure, it was reported there was a capsular tear that resulted in an anterior vitrectomy procedure. A description from the surgery center indicated the surgeon noted some vitreous in the anterior chamber after the intraocular lens (iol) was implanted in the bag and viscoelastic was removed. The capsular bag did not rupture, but there may have been a small tear in the capsule which resulted in the unplanned vitrectomy. The surgeon comments were of no issues observed or reported during the capsulotomy, lens fragmentation, arcuate incisions and cataract incisions. The procedure was completed, and the patient outcome is expected a full recovery.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.